Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in a different position than desired with navigation involved, although according to the surgeon: there was no direct risk to harm a critical structure (e.g. Blood vessels or nerves) due to the screw positions different than desired. After x-ray control, the screws were re-placed (position corrected) at the same surgery. The surgery was completed as intended with all screws placed as intended. There was no negative effect to patient (neither due to undesired screw position nor due to delay of anesthesia of ca. 30 min to correct screw positions). There are no remedial actions necessary, done or planned for this patient due to this issue other than the screw correction at the same surgery. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the root cause for the undesirable screw positions is a combination of the following contributing factors: the navigation reference array has most likely inadvertently moved after registration due to the forces used during this surgery and the collisions. Possible relative movements of the vertebra l5 due to the forces at this surgery, in relation to vertebra s1 where the navigation reference was attached to. These movements apparently have not been recognized at the required continuous user verification of navigation accuracy throughout the surgery. Issues with adequate visibility of the instrument references to the navigation due to the setup for this surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer the correct and rigid fixation of the reference array for navigation. To attach the reference array to the vertebra to be registered and operated on (because the system cannot compensate for movement between adjacent vertebrae). The required continuous user verification of navigation accuracy throughout the surgery, especially after high forces or collisions with the reference have occurred. The or setup must allow good visibility of (instrument) references to the navigation.

Event description:
An open surgery on the spine for a fusion of s1-l5 with 4 pedicle screws was planned to be performed with the aid of the virtual display by the brainlab navigation. The indication for the surgery was radiculopathy, the fusion of s1-l5 included interbody placement and decompression. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array to s1. Performed and accepted the registration of the current patient anatomy to the navigation (to the CT scan imported into and used by the navigation). Verified navigation accuracy with the pointer on the patient's spine and accepted the accuracy achieved. Navigated a thoracic probe into the right pedicle of l5. Surgeon experienced much difficulty to get the probe into the pedicle because of the dry dense bone and used a non-navigated drill to open the cortical bone. Advanced down to the pedicle and had difficulties to stay on the trajectory because of the bone consistency. Started to use a mallet to slowly advance the thoracic probe. A large amount of malleting, force and rotation of the probe was necessary to advance the probe. The navigation reference array was hit several times during the malleting process. Checked the navigation accuracy on the spinous process and decided to proceed. Navigated the tap and screw with a navigated screwdriver into the right pedicle of l5, experiencing similar issues as with the probe following the desired trajectory due to the anatomy/bone consistency. Tap and screw were naturally following a trajectory through the bone the surgeon did not desire, and the trajectory needed to be corrected. Proceeded to navigate the thoracic probe into the right pedicle of s1, experiencing again the same issues with the dry dense bone requiring malleting, and navigated the tap and screw into the right pedicle of s1. Performed a verification x-ray and determined that the two pedicle screws were not placed as desired: on l5 the screw was laterally placed (angled superiorly) and breached the end plate of l5 (entered the disc space by ca. 1-2mm); on s1 the screw was placed completely in bone, but the surgeon would have liked the position more medially. Corrected the screw positions during the same surgery using x-ray, without use of the brainlab navigation. Screws were placed as intended after the corrections at same surgery (despite surgeon would have liked to medialize the s1 screw more, but was unable to do even at correction due to the patient's anatomy). Completed this surgery as intended (the further screws on the left side of l5 and s1 were placed without the use of the brainlab navigation). According to the surgeon: there was no direct risk to harm a critical structure (e.g. Blood vessels or nerves) due to the screw positions different than desired. After x-ray control, the screws were re-placed (position corrected) at the same surgery. The surgery was completed as intended with all screws placed as intended. There was no negative effect to patient (neither due to undesired screw position nor due to delay of anesthesia of ca. 30 min to correct screw positions). There are no remedial actions necessary, done or planned for this patient due to this issue other than the screw correction at the same surgery.